Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that they were not able to find settings which provide both efficacy and did not cause chest pain. The cause of the chest pain is unknown. Patient will follow up with cardiologist. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Patient code (B)(4) was previously coded in error and does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient has pain in the chest with stimulation use. The manufacturer representative met with the patient on (B)(4) 2018 to try and address the issue. The patient had been using (B)(4) and (B)(4) volts for therapy in the past which had worked well for the patient. They were programmed at 630 microseconds and electrodes 1 and 2 had been established to address the patient¿s back pain. During programming on the day of the report, the patient was feeling chest pain at less than 1.0 volts at (B)(4) which was not addressing the back pain at all. The manufacturer representative increased the rate to (B)(4) and then was able to get sensation at 3.0 volts, but then the patient was feeling chest pain at 3.3 volts and only getting a light sensation of stimulation. The manufacturer representative increased the rate to (B)(4) and then the patient was getting chest pain at 2.2 volts. It was reviewed that the manufacturer representative was going to continue trying to find different parameters that would not cause the patient to have chest pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their stimulator setting was last set on the center of the patient's back and they noted that with that location they felt stimulation in their chest but it wasn't uncomfortable and was the correct programmed area for their needs at the time. The caller turned the ins off for chemotherapy (which was unrelated to their device/therapy) and had a stent placed (also unrelated to their therapy). The patient's back was hurting and they decided to try turning the ins back on but the stimulation was causing chest pain. They thought that it was because the stimulation area didn't include the chest and the patient had a stent in the area that they didn't have the last time their therapy was used. The patient tried changing the amplitude but this didn't resolve the issue. The patient was offered to be helped over the phone but declined and mentioned that once the stimulation was on and the chest pain started they began to freak out. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.